Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument for failure analysis. The fenestrated bipolar forceps instrument was analyzed and the instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. No product issue was identified. As part of investigation, inspection identified that the instrument had a damage on the conductor wire insulation at the yaw pulley. There was no material missing, but the internal conductor wires were exposed. The instrument passed an electrical continuity test. No signs of thermal damage were observed.

Event description:
It was reported that after a da vinci-assisted low anterior resection (lar) surgical procedure, the fenestrated bipolar forceps instrument got stuck in the trocar during instrument removal. The jaws were presumably branched and did not completely close. There was a yellow error on the corresponding instrument arm. An instrument release kit was used and this successfully freed the jaws and allowed instrument to be removed. The procedure was completed with no patient harm. No fragment fell inside the patient. Isi followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.